Manufacturer narrative:
Investigation summary: bd received 48 unused samples for investigation. 20 samples were evaluated by visual functional testing for proper activation and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode defective locking mechanism, bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. This event occurred twice. The following information was provided by the initial reporter. The customer stated: just spoke with cx and she states she just had another one break off. She stated no one ever reached out or if they did, did not leave voicemail or call back number.